Manufacturer narrative:
One photo was provided. It shows a syringe in its sealed packaging flow wrap. The alcohol pad looks wet. From the photo we can¿t confirm how the leakage occurred and if any barrel damage induced it. Root cause is undetermined. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the syr 10ml surescrub posiflush saline leaked in the sealed package. The following information was provided by the initial reporter: "liquid leaked/exploded"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: alcohol pad, device disinfectant, medical device type: lkb. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k161552, PMA / 510(k)#: k121655. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syr 10ml surescrub posiflush saline leaked in the sealed package. The following information was provided by the initial reporter: "liquid leaked/exploded."